Manufacturer narrative:
Investigation summary: we have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as fiber particle coming from the cloth of an operator. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine 2011 (november 27 - 28th, 2016). Syringes were assembled in machine, 4252, and 4251, in lot #6328025. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6328024, and #6301172 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6334357, #6337094, #6326237, and #6319458 and no problems, defects or qn related to the reported issue were found. Root cause description: after analyzing the provided sample we concluded that the reported foreign matter consisted of a fiber particle coming from the cloth of a mechanic operator of the clean room. The presence of this particle inside a syringe could be produced due to an incorrect practice during this maintenance allowed the presence of this particle remaining in the machine, producing the reported nonconformance. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be very exceptional. Confirmation: the returned affected sample presented a fiber particle between the plunger rod and barrel. We confirmed the reported issue.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the nurse found black foreign matter between the plunger rod and syringe top on a bd 20 ml syringe with 18g x 1.5 in. Needle before use. No injury or medical intervention.